Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, high pacing lead impedance and episodes of oversensing due to noise which resulted in the patient receiving inappropriate therapy were noted on the right ventricular lead. The lead was capped and replaced and the patient was stable with no consequences.